Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed that impedance trends are steady. No anomalies found in impedance. The lifetime ventricular sensing integrity counter was showing a slightly elevated count per day over the last 11 months but did not show sharp increases in counts.

Event description:
It was reported that the device is possibly oversensing. Device is still in use. No patient complications were reported as a result of this event.